Event description:
It was reported that an obstruction in a 7.5mm flex emg endotrach tube was discovered intraoperatively, when ventilation problems arose after an hour into surgery. The patient was reintubated as a result. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): when air was injected into the cuff, it expanded and held pressure normally. There was no evidence of any obstruction within the tube. The information most likely indicates misuse/user error due to overinflating the cuff to the point where it covered the distal end of the tube and blocked the flow of oxygen through the tube.

Manufacturer narrative:
(B)(4): device not cleared in us, but similar device is available. In response to medtronic¿s request for device return, no device was received for evaluation. This device is used for therapeutic purposes.